Event description:
Note: this report pertains to second of two jagtome revolution rx used during the same procedure. It was reported to boston scientific corporation that a jagtome revolution rx was used in the papilla in the duodenum to access biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, wherein the duodenoscope was positioned well, the jagtome revolution rx was inserted. When trying to cannulate, it did not bow as the distal end of the wire got detached. A second jagtome revolution rx was used; however, the same problem happened. It was reported that it was the wire anchor of the devices that got detached. Additionally, no part of the devices was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged or dislocated.